Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. Mfg rpt 1 of 2, medwatch report #3004209178-2011-82949. MFR rpt 2 of 2, medwatch report #20322227-2011-02330.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The mother stated that her son was at the school and did not feel well. When the school tested his glucose was reading over 600 mg/dl. It was stated that when the school nurse disconnected the insulin pump noticed insulin was leaking from the reservoir into the insulin pump and all over the floor. It was stated that the mother did not have any other supplies and she does not feel comfortable with the insulin pump. Troubleshooting was declined. No further info was provided.